Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, an infusion could not be administered due to a connector damaged during use. No patient or user impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, an infusion could not be administered due to a connector damaged during use. No patient or user impact reported .

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-nov-2024. Investigation summary: lot/batch #: unknown. Bd japan received one sample, and two (2) photos of the sample was taken for investigation. The photos were reviewed and the customer¿s indicated failure mode for cracked product was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of cracked product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."